Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported an incomplete corneal flap occurred during lasik procedure for the left eye. Surgeon decided to continue with treatment and used an ocular instrument to try and break through the incomplete segment. Surgeon indicated she was not able to completely lift the entire flap, but was able to lift the majority of the flap. Surgeon then decided that due to the ablation pattern of the patient's treatment, she felt that it was safe to continue and complete the treatment . Surgeon will continue to monitor the patient closely. Additional information has been requested.

Manufacturer narrative:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review for the date of event shows no abnormalities that could have contributed to reported event. The treatments were completed to 100%, without error messages. All laser system functions were within specifications for this day. The review of the treatment report does not show any rational related to the reported incomplete cut. Contributing factors for the incomplete cut could be, but not limited to, handling error (dry surface of the cornea leading to wrinkles, movement during docking causing wrinkles, dry spots), patient pathology related issues. No technical root cause could be determined as the system was performing within specifications. (B)(4).

Event description:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received.